Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Field technician stated issue of iui communication issue was confirmed. On 22-july-2024, lvp was received unboxed and with paperwork. Lvp when attached to lab pcu failed to communicate. Internal investigation confirmed that the unit had faulty logic board. Root cause determined to be defective material from supplier. Device to be returned to san diego repair center for processing. Recommend bd san diego repair center to replace lvp logic board. Failure investigation report attached to qn in sap. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii). The information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the large volume pump module had left and right iuis communication failure. There was no patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had left and right iuis communication failure. There was no patient involvement.